Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. The patient's medical records were received. Medical records were reviewed for MDR reportability. At this time there is no additional information to report.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/3/2017:medical records received. After review of the medical records for MDR reportability, the medical records indicated the patient was also experiencing swelling and a possible fluid collection. No revision operative note has been provided at this time. There is no new information that would change the existing MDR decision.